Event description:
According to the medwatch report from the customer, the pt underwent a radio frequency ablation of a hepatic tumor. Upon arrival to floor, postoperatively, the pt was noted with a 4.5 cm open circular shape vesicular area to right side of the back / flank. The risk mgr was contacted and indicated the injury was a 'significant' burn that occurred at the pad site. The incident pad was discarded. The risk mgr would not disclose any add'l info.